Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400 ml. Flow rate: 10 ml/hr. Procedure: popliteal block for a triple arthrodesis. Cathplace: popliteal. Date of surgery: (B)(6) 2013. It is believed that the pump infused faster than it should have. Pump attached at (B)(6) 2013 @ 11:19am. Pump empty on (B)(6) 2013 @ 3:30. Patient complained of nausea, pain, and vomiting after the pump was removed. Anp; asked not provided.

Manufacturer narrative:
Method: a visual inspection was performed and the actual device was received for an evaluation and investigation. A review of the device history record (DHR) was conducted for the lot number provided. Results: results of the evaluation are currently pending competition of the investigation as it is in progress. The device lot meet manufacturing specifications at release. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.